Event description:
It was reported, patient has a t2 retrograde femoral nail 11 by 300 mm, a +10 end cap and two t2 cross locking screws implanted. In dr (B)(6) dictations, it was noted that the patient had ulceration on his foot and ankle prior to surgery. The patient seen on tv that rods can cause a development of sore on the leg and has contacted a lawyer who feels that he may have a case which can result in suing the company.

Manufacturer narrative:
Device will not be returned. Additional information has been requested and if received will be provided on a supplemental report.